Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp revealed that there was a kink on the bag near the port, and stated he had fixed the kink. The tsr assisted to troubleshoot the alarm, end therapy and remove the used supplies. The hp would start over with new supplies and would call back with any questions. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, it was found that the issue was resolved and he resumed therapy without any problems. Per hp, he was not able find the cause of the alarm. The hp stated that he did not have any injury or harm as a result of this incident. The hp confirmed that he had notified the nurse. Per hp, he did not notice any loose connections, disconnections or defects on the supplies. Per hp, he is doing 'pretty well'. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative reported a colleague infusion pump to baxter on 31 march 2010 with a repeated alarm for tube misload even when it is loaded properly. It was reported that the device works for 45 minutes and then reverts back to alarming. The reported condition was identified during patient therapy on (B)(6) 2010. Due to the alarm, patient therapy was interrupted. This incident occurred in the third floor telemetry unit of the facility. There was no documented patient injury, adverse even or medical intervention related to the reported condition. The software version for this device is currently unknown. No additional information is available.